Event description:
Additional information was received that after the system was removed, testing was performed to investigate the infection. An echocardiogram was performed, and there were no signs of bacterial growth in the heart. The four blood cultures taken were negative; however, staphylococcus was found on the electrode ends of the leads. Although endocarditis was eliminated as a cause, the patient was given intravenous antibiotics. The physician felt that is was a local infection. A new system was then successfully implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a pocket erosion. Due to the risk of infection, the entire system was explanted. No additional adverse patient effects were reported. The explanted products are not expected to be returned.